Event description:
Post surgery the ct00.d01 - vitreq, cryo treq probe bx/3 device was discarded in the trash can without the gas from the device being released, the device " came apart" in the trash can.